Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacture representative (rep)regarding an implantable neurostimulator (ins) for unknown interstim stimulation. It was reported that the patient saw the doctor face on the icon with no code. The patient told the rep that thy are getting shocked from the system and cannot make changes. It was reviewed that the patient can reset the patient programmer, press the navigation button, request code associated on the screen. The rep will contact the patient and did not have time to provide details. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and healthcare professional (hcp). The hcp determined that the cause of the error code and inability to adjust stimulation was por. They had already been scheduled for ins replacement, which was performed. The hcp reprogrammed the new ins at the clinic. No further device issue alleged / identified. No further patient symptoms or complications were reported.